Event description:
We have been informed of the following event: "patient heart stopped while doing surgery device was being used. The patient made it through surgery and the procedure was completed successfully."

Manufacturer narrative:
The inital report was filed with FDA on 21st july 2025. (MFR# 3002914049-2025-00002). In the meantime, the affected insufflator returned to the manufacturer for investigation and evaluated. Full functional testing was conducted and the device was found to be working as per specifications. Therefore, a causal relationship between the serious incident and the device could not be established.

Event description:
We have been informed of the following event: "patient heart stopped while doing surgery device was being used patient made it through surgery salesforce case number (B)(4). How was issue noticed: during. Procedure compl successfully: yes. Patient involvement: yes - impact - see adverse consequences. Medical intervention: complainant not aware. Surgical delay: yes. Adverse consequences: patient. Adverse consequences details: patient heart stopped while doing surgery device was being used patient made it through surgery. Surgical delay length: not reported."

Manufacturer narrative:
The event description is very poor and general. Preventive maintenance of the device has been overdue. At the time of the reporting decision the device was not returned for evaluation. With this limited information the most probable root cause could not be determined. However, in the event description there is no reported evidence or claims, that the device did not work according to its specifications or malfunctioned in any manner which could have contributed to patient's heart stopped (presumably a cardiac arrest). The patient made it through the surgery and no further complications were reported. Nevertheless, on a conservative approach, since we cannot completely exclude a malfunction of the device, this event is considered as reportable. If new information is received, or if the device is returned for evaluation, the reporting decision will be re-evaluated accordingly.